Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745ac lot# serial# unknown: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: UDI#: (B)(4). 5145; product ID: 97745ac, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that their controller will not take a charge from the ac power supply and the controller screen was showing a triangle with an exclamation point and battery empty cannot continue recharge the controller (79). Pt confirmed that the green light was illuminated on the ac power supply and there was no light above controller screen when plugged in. Agent had them remove the battery pack and plug controller into ac power supply and caller confirmed the controller screen did not power on. The issue was not resolved. An email was sent to the repair department to replace the controller. Pt called back and reported they received replacement controller; however, they were still not able to charge the controller and were seeing the battery empty recharge the controller message. Agent verified via sn that pt was using replacement controller and confirmed there was a green light illuminated on ac power supply. Pt reported no light on controller when plugged into ac power supply. Agent had caller removed battery pack and plug in empty controller; pt reported controller did not power on. Agent had pt insert aa batteries and pt reported controller powered on. Pt reported no visible damage to ac power supply plug. Agent emailed repair for replacement ac power supply. Pt called for assistance with pairing the controller to the implanted neurostimulator (ins). Agent assisted pt with the pairing process and controller was recharging when plug into the outlet. Controller 10% and ins 50%. Agent reviewed best practice to charge the ins and controller.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). H3: analysis of the 97745nt controller (ptm) s/n (B)(6) revealed that front case is damaged as well as screw holes were stripped causing case separation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.